Manufacturer narrative:
The device history record was investigated including planning, design and production. The surgeon approved planned location of the osteotomy potentially lead to interference between the tooth and nerve with the surgical saw blade intraoperatively. Due to materialise system issue, unable to submit emdr report within 30 days due to issues with electronic consent (digital certificate). FDA MDR helpdesk notified (B)(6) 2018 of mtls system issue.

Event description:
It was reported that the patient underwent an oral surgery using patient specific guides. Cuts were made into the tooth and nerve. The patient had tooth and root damage. Nerve was anastomosed.